Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported various display anomalies such as strobing, brightness fluctuations and intermittent touch screen operation. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Date of report: 19sep2018. Date of manufacturer: 31may2018. Date of event (estimated date): (B)(6) 2017; the customer reported to philip's technical support that the liquid crystal display had previously been replaced and that the problem was intermittent and did not appear to be electromechanical in nature. Follow-up attempts have been performed, however, no new information was received.